Event description:
Upon removing the system guidewire and catheter, they noticed that the guidewire was out of the distal tip of the catheter. The tip of the catheter was partially broken. The catheter with the guidewire inside will be returned. The device was safely removed, without patient injury. No parts detached from the device and fell into the patient.

Manufacturer narrative:
Device history record (DHR) review was conducted and the product met quality requirements for product acceptance. This device is available for analysis but has not yet been received. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
Information received from a marketing affiliate indicated that the tip of a 4fr jl 3.5 infiniti catheter was partially broken. Upon removal of the guide wire and the catheter they noticed that the guidewire was out of the distal tip of the catheter and the tip of the catheter was partially broken. The type of guide wire used is unknown. The device was safely removed from the patient without the device separating. There was no report of patient injury. There is no other information available and the device has not been returned for evaluation. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Without the return of the device the reported customer complaint of the catheter tip cracking could not be confirmed. With the very limited information provided it is not possible to determine an exact cause for the reported event. There is nothing in the event description or the device history review to suggest that there is a design or manufacturing related issue therefore no corrective actions will be taken.